Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u report will be submitted.

Event description:
Rec'd info regarding a pt line (pigtail) separation from the luer connector. Customer's blood glucose level was not impacted.